Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a tka surgery, the patient presented with a stiff knee. A revision surgery was performed on (B)(6) 2022, the scar tissue was removed and the jrny ii isrt xlpe dd lt sz 3-4 10mm was exchanged for a new 3-4 9mm left dished journey ll poly was inserted. The current health status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, no supporting clinical documentation will be provided. Consequently, without the requested clinical information a thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. Based on the information provided, the patient was revised due to a stiff knee and the surgeon removed scar tissue and exchanged the poly. The impact to the patient beyond that which has been already reported cannot be confirmed nor concluded. Show any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that decreased range of motion has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.